Manufacturer narrative:
The reported event could be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: "there is radiolucence visible and there are numerous cysts around the implant. The tray looks also medially subsided. Therefore loosening and migration is likely.¿ based on the investigation the root cause can be attributed to the patient related issue. The failure was caused due to radiolucency and cysts around the tibial component. According to the hcp, the tray looks medially subsided and hence loosening and migration is confirmed. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text: device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a smaller poly and an aggressive gutter clean out for reasons that are not available at the time of this report. The tibia and talar implants appear to be seated well without subsidence.